Manufacturer narrative:
The technician found the left head siderail slide bracket is bent. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2011 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left head siderail slide bracket to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the left head side rail is not raising to the latch position. The bed is located in (B)(6). There was no patient/user injury reported. (B)(4).